Event description:
The customer observed falsely depressed potassium results generated on the architect c8000 processing module. The following data was provided: initial result of 2.50 mmol/l, repeated 3.10 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer performed troubleshooting including replacement and calibration of the sample probe however, the issue remained, and customer service was contacted. The abbott representative recommended the aero c8k pop vlv be replaced. Part replacement resolved the issue. The aero c8k pop vlv was determined to be the cause. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends for the complaint issue. The architect c8000 erratic result rates were within acceptable limits with no trends identified. Labeling was reviewed and found to adequately address the issue under review. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the aero c8k pop vlv. Based on all reviewed data, a product deficiency was not identified. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.